Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
During the investigation in manufacturer report # 1644487-2015-03794, analysis of the explanted lead verified that pitting or electro-etching conditions have occurred on the connector¿s ring surface. The exact reason of this condition is unknown. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.